Event description:
A malfunction was reported by the customer, occurring on the pump. There was no adverse impact to the customer's blood glucose level. The customer received pump reset information from technical support, successfully reset the pump, and was informed to continue using the pump unless the malfunction code recurs.